Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 444 mg/dl. Customer was assisted with programming their basal rates. Customer retested and advised their blood glucose level was 303 mg/dl. Customer advised they felt sick and were not sure what resulted in their high blood glucose levels. Customer advised they would wait to see if the temporary basal would help lower their blood glucose levels. Customer advised they would call back if they needed further assistance.